Manufacturer narrative:
(B) (4).

Event description:
The hcp was unable to fill the reservoir or aspirate from the catheter access port (cap). The hcp was only able to fill the 20 ml pump with approximately 15 ml. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.